Event description:
A malfunction on a pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, ensuring the malfunction code did not recur. The customer could continue using the pump and was advised to call back if any malfunction code recurred, which the customer acknowledged and understood.